Event description:
It was reported that this device declared code 1003 indicative of battery voltage too low for the projected remaining capacity and this device also esperienced premature battery depletion. A request was made to have data from this device analyzed. Boston scientific technical services (ts) confirmed the low voltage and recommended device replacement. The has been explanted and replaced. No additional adverse patient effects.